Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter alleged that the pump ¿gushed insulin when primed¿. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. It was noted that the user may have primed the tubing while attached to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2014 with the following: a review of the pump¿s prime history showed that the pump primed 22 units on (B)(6) 2014 and 27 units on (B)(6) 2014. During testing, the pump performed the rewind, load, and prime steps with no alarms or prime issues occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms or prime issues occurring. The force sensor calibration reading was found to be out of the required specifications. The pump case was removed and the force sensor resistance was found to be out of the required specifications. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. The complaint that the pump ¿gushed during prime¿ was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.